Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that during remote monitoring on (B)(6) 2025, this pacemaker was found to have reached elective replacement indicator (eri) battery status. It was noted the patient is pacemaker dependent and was seen in consultation on (B)(6) 2025. The patient underwent emergency hospitalization followed by surgical replacement of the device. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that during remote monitoring on (B)(6) 2025, this pacemaker was found to have reached elective replacement indicator (eri) battery status. It was noted the patient is pacemaker dependent and was seen in consultation on (B)(6) 2025. The patient underwent emergency hospitalization followed by surgical explantation and replacement of the device. Besides intervention, there were no other adverse patient effects reported. Device return is expected.